Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance was observed via a merlin.net transmission. The patient was brought into clinic and high capture threshold was also noted. The lead was subsequently capped.